Event description:
Spontaneous call, pt reported no disposable, pump won't run alarm. Pt switched cassette to back up pump and resumed infusion. No interruption in therapy. No adverse events resulted. Pharmacy replaced pump. Sn (B)(4). No other info is known. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.